Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to deliver bolus. The customer blood glucose level was over 318 mg/dl at the time of incident and the current blood glucose level was 318 mg/dl and corrected with bolus. The insulin pump will not be returned for analysis.